Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when pulling back the angio-seal evolution device handle, the compaction tube would not go down on its own to compact the collagen. The tube got stuck to the handle. The physician was able to complete hemostasis by manually compacting the collagen. The patient was in stable condition and the procedure outcome was a success. Additional information was received 18novermber2019: the procedure performed was a neuro-angioplasty and a 6fr procedural sheath was used.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.